Manufacturer narrative:
Section b3: as the onset date of the pain is unknown, the event date is estimated as 2024. Corrected data in the following sections: b2, b5, d4: lot number, h4: device manufacture date, h6: impact code, additional information: b4, g3, h6: evaluation codes. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing pain from the lead wire pressing up against her skin inside of her orthopedic boot. The patient stated that the lead wire split up the middle and became disorganized within her boot, leading to more wires pressed up against her skin. The patient was sent a warranty spinalpak unit because the orthopak unit was at end of operation. No further consequences or further information was received. The lead wire was not returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient was experiencing pain from the lead wire pressing up against her skin inside of her orthopedic boot. The patient stated that the lead wire split up the middle and became disorganized within her boot, leading to more wires pressed up against her skin. It was later reported that the patient was switched from an orthopak to a spinalpak device.